Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker's grade iii. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, opening on anterior. A visual and micro analysis was performed which identified: puncture opening and crease fold. Base on the device analysis the final assessment is: a striated punctured due to surgical damage like consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side capsular contracture baker's grade iii. Device has been explanted.

Event description:
Device has been explanted.